Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 pigtail connector would not fit into the cable. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returned.